Event description:
A report rec'd from the study indicated that this pt experienced chest pain approx eleven mos after the index procedure. The cardiologist performed an angiography that showed a 100% restenosis in proximal circumflex artery that was previously treated with a cypher stent. The angiogram was followed by (pci) percutaneous coronary intervention with predilation and cutting balloon with nice results. The pt was discharged from hospital two days after the event. The event was deemed highly probable related to the cordis prod and the procedure.

Manufacturer narrative:
The pt's history is significant for hyperlipidemia, hypertension, bypass surgery (1991), previous pci of the target vessel (most recent in 2006), myocardial infarction, congestive heart failure, and smoker. The pt was on statins, aspirin, and clopidogrel. The indication for the index procedure was stable angina pectoris. The angiogram showed one vessel disease, with the culprit proximal circumflex artery. The vessel diameter was 3 mm and the lesion length was 28 mm. The lesion was described as restenotic after in diffuse stent restenosis of a flexmaster bare metal stent, 10 mm in length lesion, ostial excessive tortuosity, concentric, little or none calcification, type c, and 100% stenosed. A 6 french guiding catheter was utilized to cannulate the vessel, and the lesion was direct stented with the deployment of a 3 x 30 mm cypher select plus stent at 20 atmospheres. During the procedure, the pt rec'd (lmh) low molecular heparin. The stent was not post-dilated. After the procedure, the pt was placed on aspirin and clopidogrel. The pt was discharged home with clopidogrel for twelve mos, permanently on aspirin and statins. Add'l info will be submitted within 30 days of receipt. This prod is similar to us cypher.